Event description:
An atec 1212-20 biopsy device was allegedly delivered w/o a tissue filter.

Manufacturer narrative:
Device was evaluated by MFR and no tissue filter was present at that time. It cannot be confirmed with certainty that the tissue filter was not present at the time it was rec'd by the customer.